Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that there was a call to the paramedics for high blood glucose. The customer reported that the blood glucose had been over 600 mg/dl after a third set change. The customer treated with manual injection and it was brought down to 562 mg/dl. The customer was treated with an IV drip and not admitted to the hospital. The blood glucose was brought down to 382 mg/dl and the customer went to bed. The customer reported that she woke up with a blood glucose reading of 186 mg/dl and took a 5 unit bolus with breakfast. She reported that the blood glucose was back up to 486 mg/dl. She reported symptoms of fruity taste of ketones. The customer reported that the drive support disk appeared normal and recessed. The customer found no leaks or air bubbles. The customer reported that the past three cannulas on the infusion sets had been bent. The customer was advised to call back to perform a high pressure test if the high blood glucose persisted.